Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
The patient was at routine device check where elevated lead thresholds noted. Patient was sent for a chest x-ray. This revealed the device had been twiddled and the rv lead was pulled back. Patient will have lead/pocket revision at a later date.

Manufacturer narrative:
10/31/15 - this lead was explanted on (B)(6) 2015 and replaced with a new ICD lead.

Manufacturer narrative:
(B)(4).